Event description:
Medtronic received a report that the solitaire pushwire separated from the stent. The patient was undergoing surgery for treatment of an ischemic stroke in the right middle cerebral artery. The patient's mrs baseline was 5 and post procedure was 5. The patient's baseline nihss score was 17 and post procedure was 13. The patient's baseline tici score was 0 and post procedure was 2b. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was one pass made with the device. It was noted the patient's vessel tortuosity was minimal. The stroke onset to reperfusion time was 6 hours. It was reported that after the stent was delivered to the middle cerebral artery, the operator performed the detachment operation, removed the microcatheter 4mm, and exposed the proximal marker of the stent. After trying to use dry batteries to detach it several times, it was unsuccessful, so the guide wire was rotated left and right and pushed, and the visualization of the stent showed that the tail end of the guide wire was broken. The stent stayed in the middle cerebral artery, and developing showed that the guide wire was roughly in the cavernous sinus segment. Subsequently, after the residual stent was pulled out of the body, the operation was finished. It was reported there was pushwire break/separation. The pushwire was torqued during the procedure. There was no resistance encountered. The pushwire separated/broke in the distal section. Broken into two parts, the guide wire segment was pulled out normally. The stent remains in the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the solitaire was deployed at the intended location and it was planned to be detached at that location. It was tried to pull the stent out after being unable to detach it. The doctor was treating the patient with long-term dual anti-body drugs, and there was no surgical intervention plan.